Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg was unable to complete an investigation. This report will be updated if the set is returned to mmdg.

Event description:
The initial reporter stated that the administration set started leaking from the tubing during the infusion. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. [Complaint (B)(4).